Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error, blank display and off no power alert. The customer¿s blood glucose level was unknown. The customer reported that the screen was blank. The customer replaced the batteries and received motor error. The customer was able to successfully clear the alarm. The customer was unable to complete pump rewind. The customer reported that the drive support cap was normal. The customer declined troubleshooting for off no power alert and battery out limit. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and to refer to backup plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was monitored and tested with no blank display, weak battery alarm and unexpected battery out limit alarm noted.